Event description:
A scientific article titled "vagus nerve stimulation lead durability: insights from an extensive monocentric single-operator adult series." Was identified during literature review containing complaints for multiple vns patients. The article contained reports of 2 instances of high impedance requiring revision, 1 instance of lead fracture requiring revision, 1 instance of lead fracture leading to explant, 4 reports of generator malfunction requiring generator replacement, and 1 report of infection requiring generator replacement. No patient or product information was available in the article and the patient's could not be identified. This report will capture the reported infection requiring replacement. Another report will be created to capture the reported generator malfunctions. A separate report will be created to capture the reported lead fractures and high impedance. No other relevant information has been received to date.

Manufacturer narrative:
Barrit s, zanello m, carron r. Vagus nerve stimulation lead durability: insights from an extensive monocentric single-operator adult series. Neurochirurgie. 2025 jan;71(1):101631. Doi: 10.1016/j.neuchi.2025.101631. Epub 2025 jan 3. Pmid: 39756614.